Event description:
Removal of endosseous dental implants. Implants were placed on 4-14-97 in site #18 (class I bone) during a routine procedure. The clinician reports that the implants would not tighten. The implants were removed on 4-14-97. The other implant is covered under MFR. #1222315-1997-00312.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate asociated with its implants is below the expected rate for this procedure as published in the scientific literature.